Manufacturer narrative:
The investigation for the reported renal failure, heart failure, and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of renal failure, heart failure, and sepsis could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured end-stage renal disease, chest pain, sepsis, acute on chronic congestive heart failure with an "unknown (undetermined)" relationship to the impella device used. The patient was admitted for episodic ventricular tachycardia and heart failure with reduced ejection fraction. The patient was stabilized in intensive care unit initially but subsequently presented with worsening heart failure symptoms including elevated central venous pressure, decreased cardiac output/cardiac index, and hypotension. Following in the evening, the patient was implanted with an impella cp device support for stabilization of cardiogenic shock. Next day after start of support the patient was noted to be hemodynamically stable on impella support at p-8 with 3.5 l/min of flow. Two days later, the patient was taken back to the catheterization lab for impella cp explant (reason unknown). The patient tolerated wean of impella down to performance level p-2. Re-access port used to place wire and retain access, impella turned off, and explanted with good bleed back. Access site hemostasis was obtained, and the patient was transferred back to the unit. Sometime thereafter, according to the registry, the patient endured end-stage renal disease, chest pain, sepsis, acute on chronic congestive heart failure. The patient went into cardiac arrest and despite best efforts expired (actual date of death is unknown).